Manufacturer narrative:
Sample was returned on 15-sep-2023. The sample was confirmed to have blood residuals confirming that there had been leakage. The sample was pressure leak tested and there was no additional leakage observed beyond the blood residual initially noted. The probable cause of the blood residue in the mc100 microclave cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received. Additional contact: (B)(6).

Event description:
The incident involved a microclave¿ clear neutral connector on an unknown date. As per report, when connecting to the port a catheter, the caps are leaking when the customer is flushing from another port. There was unknown patient involvement and no patient harm. This is the third of four reports.